Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent a visual and functional inspection. Cracked connectors was confirmed. It was determined that the product specifications were not met. Other findings include: flooding of the main body, and discolorations of electrical contacts. The causes could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): handling and general precautions warning the electrical contacts of the video connector and their surroundings should be wiped dry with a dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection." Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the issue occurred during preparations for use for an unspecified therapeutic procedure.

Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video connector section was broken while using the camera head. There was no patient harm associated with the event.